Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier. Upon interrogation the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The vibratory alert was turned off. The patient was in a stable condition.